Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her insulin pump was submerged in the pool and she subsequently received a button error alarm. The customer's blood glucose level was 184 mg/dl. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further reported.